Event description:
It was reported that the customer discovered an insufficient quantity of connectors in a shipment, leaving only two connectors available, which indicated a shorted supply. Symptoms included no adverse clinical effects. Outcomes included no impact on health or therapy continuity reported, and a goodwill resupply was arranged with expedited shipping. Investigation included a review of shipping records and verification of the delivery address. Investigation of this case revealed a shipment fulfillment discrepancy consistent with a packaging or kitting short count. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing or distribution process error related to packaging accuracy.

Manufacturer narrative:
Initial. This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.